Manufacturer narrative:
As of today, the explanted lead has not been returned for analysis.

Event description:
Boston scientific crm received information that this chronic lead exhibited high thresholds. An x-ray revealed a possible lead dislodgement. The lead was explanted without incident. No adverse patient effects were reported.